Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that the right ventricular (rv) lead exhibited over sensed noise leading to inappropriate shock. It was also noted that the lead was fractured. During extraction procedure, it was observed that the lead could not be extracted. The lead was ultimately capped on (B)(6)2024 and replaced with new lead. There were no patient consequences.